Manufacturer narrative:
A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported a battery failure. There was no patient involvement.

Manufacturer narrative:
Date of report : 22jul2019, date rec¿d by MFR : 28jun2019. The manufacturer¿s international service technician confirmed the reported battery issue. The manufacturer¿s international service technician replaced the 11ah li-ion battery to address the reported problem. The doctor using the device reported that the unit was returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.